Event description:
One pt with discrepant troponin t results. Same sample used for repeat testing on same analyzer. Initial result gave 0.121 ug/l; sample repeated two times giving <0.010 ug/l each time. If additional info is received, appropriate notification will be provided.